Event description:
Manufacturer ref.#: 252534.

Manufacturer narrative:
The customer did not request any service. According to the information received from the third party, the low pressure alarm that the ventilator generated was due to malfunctioning temperature sensor in the compressor that it was connected to. After the sensor replacement carried on by the third party, the issue was solved. There was no ventilator malfunction. H3 other text : 4117

Event description:
It was reported that the ventilator ran for a period of time with low pressure, which was found to be caused by the compressor after inspection. There was no patient harm. (B)(4).